Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the laparoscopes light guide connector post on the main body was loose and damaged. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. The following field was corrected: d4 lot number. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, malfunction most likely occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, a definite root cause could not be established. Olympus will continue to monitor the field performance of this device.